Manufacturer narrative:
Concomitant medical products: product ID: 8711 lot# j11379r44, implanted: (B)(6) 2003, product type: catheter. (B)(4). Final analysis of the pump found that it did not appear to be infusing, but was not reporting a stall or a past stall recovery. An x-ray confirmed that gear wheel three was revolving, but did not appear to be making contact with the pumphead gear. The pump was programmed to 24000mcl/day and an unusual clicking sound was confirmed. Destructive analysis confirmed that the motor was incorrectly positioned creating poor engagement between gear wheel three and the pumphead gear which eventually rounded off the tips of gear three¿s teeth and lost engagement altogether. It was found that the source of the clicking was tracked to the teeth of gear wheel three periodically making contact with the pumphead gear only to slip. Additionally, the anomaly caused a stop in infusion and did create the resistance to the rotor magnet needed to trigger a stall alarm, but no alarm occurred. Final analysis of the catheter found no significant anomalies, though it had been returned in segments.

Event description:
It was reported that the patient was hearing a clicking or ticking sound from the pump. It was specifically heard when boluses are given and after an interaction with the personal therapy manager. There were no pump alarms seen in the logs and there had not been any volume discrepancies. It was also noted that the patient was getting good efficacy. The device system was used to deliver bupivacaine and dilaudid. Two days later, it was reported that the root cause for the pump noises had not been determined, but the logs had not indicated any abnormal phenomena. It was stated that the patient was doing great and the pump was working perfectly. Five months later, it was indicated that the pump and catheter had been explanted.